Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services for assistance cancelling treatment as he was having chest pain. Follow-up with the patient's pd nurse reported the patient was hospitalized due to chest pains the patient experienced during dialysis treatment. The patient was discharged from the hospital on (B)(6) 2016. Medical records were requested.

Manufacturer narrative:
Clinical review revealed there was no documentation in the medical record supporting a possible association between the fresenius dialysis products, the event, and the outcome. However, there is a probable association between the patient¿s co-morbid disease of peptic ulcer disease, negative troponin I, and the event of chest pain.

Event description:
The following is from the medical records provided by the patient's treatment facility. On (B)(6) 2016, the patient woke up connected to the cycler with point tenderness along the right anterior costals below the nipple line bilaterally with the left side greater than the right, then presented to a hospital's emergency department when the pain was not relieved, was initiated on naproxen and a proton pump inhibitor. The patient's peritoneal dialysis was functioning well with no cloudy fluid, the patient felt weak, tired, and lethargic.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification.